Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for evaluation. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. It was observed that the blue fibres were attached to the distal coil/burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the burr failed to rotate. A 1.25mm rotalink burr was selected to ablate the target lesion. During a percutaneous coronary transluminal angioplasty, while outside of the patients body, it was noted that the burr did not spin. The procedure was completed with another of the same device. There were no patient complications reported and the patients condition is fine. However, product analysis revealed that there were blue fibers on the distal coil.